Event description:
Dr. (B)(6) used a navitus in chronically occluded 20cm cto over a spartacore wire in the sfa. He was able to go blades down, blades up the first 5cm okay but started losing aspiration after that. The navitus was removed to re-prime and the device aspiration worked on and off the rest of the cto but the aspiration was not that brisk. After ballooning the cto post jetstream, there is significant de to the anterior tibial. Dr. (B)(6) then opened a jetstream 1.85sf to successfully treat the de. The pt ended up doing fine from the treatments but the loss of aspiration likely caused the de from the doctor's perspective and would like to have a replacement 1.85 device sent to the hosp.

Manufacturer narrative:
Event consists of jetstream device failure resulting in a distal embolization during a jetstream procedure. The pt age and gender are unk as well as any pt history which is also unk. The physician was using jetstream navitus atherectomy catheter in a 20 cm chronic total occlusion (cto) over a spartacore wire in the superficial femoral artery (sfa). The physician was able to go blades down, blades up the first 5cm without issue but stating losing aspiration after that. The navitus device was removed to re-prime and the device aspiration worked on and off the rest of the cto but the aspiration was not that brisk. After ballooning the cto post jetstream there was significant distal embolization (de) to the anterior tibial vessel. The physician then opened a jetstream 1.85 sf atherectomy catheter and successfully treated the de. The pt had no sequela from the treatments but the loss of aspiration likely caused the de from the physician's perspective. This event is reportable since the pt required intervention consisting of additional jetstream treatment as a result in the distal embolization and the association between the jetstream device and the noted event cannot be conclusively ruled out.